Event description:
It was reported that the device would not turn on with battery power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be a failure of the power supply assembly. After replacing the power supply assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.